Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving fentanyl and bupivacaine via an implantable pump for non-malignant pain. It was reported that every once in a while the patient would try to bolus and the communicator light would not quit blinking to where they can do the bolus. It may be an hour or so before they could finally get the thing to take the bolus and they have to deal with the pain. This had been off and on for the last year and it would just do it maybe once or twice, but in the last couple months it's been much worse. They confirmed they leave the myptm app open all the time. They stated they think the screen gets stuck on the connecting screen but wasn't sure. They also mentioned getting a red notice on the screen but they did not know what message it was. They were getting messages that it couldn't find the communicator and they already clicked retry 3 times. Agent had them power off the communicator and connect to myptm but they were stuck at 90%. Agent assisted them to clear data and they were able to successfully connect and deliver bolus. Troubleshooting resolved the issue.